Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient set the programmed basal settings incorrectly on the pump and experienced a blood glucose measurement of 15.7mmol/l with extreme thrist. The patient reportedly felt foggy and confused. Customer technical support (cts) reviewed the pump with the patient; the basal delivery totals in the total daily dose matched the active basal program total. The patient reportedly remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. User error was a contributing factor since the basal settings were incorrectly set on the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.